Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: concomitant device reported: unknown screw(part# unknown, lot# unknown, quantity 1) unknown rod(part# unknown, lot# unknown, quantity 1). This complaint involves unknown number of devices. Customer quality investigation: the unknown locking/set screw was not returned, and the investigation will be completed based on the supplied x-rays from the attachment ¿verse ck disengagement post operatively - musgrove park¿ located in the notes & attachments section of the complaint. The x-rays were reviewed, and the complaint condition could be confirmed as the image showed the loosening and migration of two set screws. No other details about the screws loosening/migration could be derived from the images. As the set screw was not returned an as received, dimensional, material or drawing reviews were not applicable. Conclusion: the overall complaint was confirmed as the set-screw loosened and migrated from its mating screw head. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on an unknown date, that three (3) months post op, multiple screw heads had disengaged from the implant. It was also reported that multiple correction key disengagement from the screw heads after up to 3 months of the implants being inserted. Patient consequence is unknown. Concomitant devices reported: rods (part number unknown, lot unknown, quantity 1), screws (part number unknown, lot unknown, quantity 1). This report involves one (1) unknown locking/set screws. This is report 2 of 2 for (B)(4). Concomitant device reported: unknown screw(part# unknown, lot# unknown, quantity 1) unknown rod(part# unknown, lot# unknown, quantity 1). This complaint involves unknown number of devices.